Event description:
During a soft shoulder tissue repair, sutures failed to deploy in 2 devices. This resulted in 2 anchors left in the bone. These anchors did not support the soft tissue repair. This was a result of the suture pulling free of the anchor eyelets. A third anchor was used to complete the repair. This incident is reportable due to the fact that 2 additional anchors remain in the pt. There were no additional complications or injuries reported.